Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had defective labeling. Inspection and testing of the returned device found the adhesive on the distal end around the objective lens was deteriorated. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found scratches on the protective coating of the bending portion of the device, the control unit, the grip, the up/down plate, the right/left plate, the light guide connector, the video connector case, the video connector, switch 1, and the light guide cover glass, white dots on the displayed image, dirt on the right/left lever and angulation lever, and a chip on the adhesive of the protective coating of the bending portion of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.